Manufacturer narrative:
(B)(6) 2015 09:12 am (gmt-4:00) added by (B)(6) ((B)(4)): a maquet field service technician evaluated the device and found that the root cause of this incident was a missing bolt. The bolt that holds the main pole to the wheels assembly could not be located after the event. However, scuff marks in the steel prove that the missing part was there initially. It has not been determined why the bolt was missing. The lucea led operating manual includes instructions to check annually that all retaining screws and all visible screws of the shaft and the arm are tightly fixed. Additionally, the users are warned that the light could fall over, and are requested to take care when moving the mobile stand. Component codes: (B)(4).

Event description:
The customer reported to maquet service that a part of a mobile surgical light disconnected during surgery when the or technician attempted to move it. When trying to prevent the light from falling to the floor, she was hit on the right shoulder. No information was provided regarding the outcome of the technician. No injury to patient was reported. Factory reference number: (B)(4).